Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Allergan sales rep reported for surgeon a "tubing is thinning with leakage." Investigation in progress. Follow-up findings: pt felt band was too tight during a fill appointment, so the doctor tried to take out fluid, but none came out." A barium swallow was performed and kinked tubing, near the band, was seen. The tubing and port was replaced with new ones. The tubing and port are being returned.